Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery/charger faults) has been confirmed. The cause of the discharged battery pack was defective cells within the battery pack. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified. No adverse event result from the defective battery cells.

Event description:
A (B)(6) distributor returned battery sn (B)(4) to zoll with a note stating the "manufacturer access at 0f10."